Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The fenestrated bipolar forceps instrument was found to have damage of the conductor wire insulation. It was noted the electrical continuity was performed and passed. No thermal damage was observed. The instrument had 7 lives remaining. The root cause of this failure was attributed to a component failure. Based on the information provided, this event is being reported due to the following conclusion: damage to the conductor wire insulation of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. An instrument log review was conducted, which resulted in the following findings: the logs show the customer last used fenestrated bipolar forceps instrument part# 471205-17 lot# n12200601-0088 on (B)(6) 2020 with system (B)(4). The instrument had 7 lives remaining. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 3rd usage and, therefore, had not expired.

Event description:
It was reported that during central processing, the customer noted the fenestrated bipolar forceps instrument had a frayed cable. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator confirmed they received the fenestrated bipolar forceps instrument from central processing. It was noted the robotic coordinator inspected the instrument after the last procedure in which the instrument was used while flushing the port, and found no noticeable damage. The robotic coordinator was unsure if the reported issue was found prior to processing or after.